Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused platelets. Platelets took more time to infuse, well beyond what was set by the IV pump. Nurse programmed pump to infuse remaining platelets over one hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.